Manufacturer narrative:
(B)(4). The customer returned one guide wire assembly for evaluation. The assembly contained signs of use in the form of biological material on the interior of the advancer tube and exterior of the guide wire. The guide wire was observed to have a bend near the distal end of the body. The distal j-tip was slight deformed but intact. Microscopic examination confirmed the bend in the guide wire body. The guide wire was bent 544 mm from the proximal end. The overall length and outer diameter of the guide wire were measured and were found to be within specification. The guide wire encountered no resistance when being extended through the advancer. Likewise, the guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guide wire. The guide wire passed through both components with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record (DHR) review could not be performed as no lot number was reported. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire was difficult to remove from the advancer could not be confirmed. However, the guide wire was confirmed to have kinked during use during examination of the returned sample which could contribute to difficulty advancing the guide wire. The guide wire contained one bend near the distal end. The returned guide wire met all relevant dimensional requirements. Based on the condition of the guide wire and the report that the damage was observed during use, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges that the swg (spring wire guide) did not come out of the advancer.a new kit was used.

Manufacturer narrative:
(B)(4). This product is not sold in the us. The 510k # provided is for a similar product that is sold in the us. Preliminary investigation of the returned device sample indicates a kinked spring wire guide.

Event description:
The customer alleges that the swg (spring wire guide) did not come out of the advancer. A new kit was used.